Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notification were received. Reportedly, the cartridge had been filled with 300 units of insulin. Customer's blood glucose level ranged between 257-258 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.